Event description:
Covidien received information, that during patient use, the ventilator went into an inoperative condition. The patient was removed from the ventilator and placed on a second ventilator. There was no harm or patient injury reported.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) central processing unit. Covidien was not authorized to service the device. The investigation is still in process.